Event description:
It was reported that during the implant procedure, the lead was attempted in the atrium, had dislodged but the helix would not retract after initially deployment. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. It was noted that the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant.